Event description:
The article, "the snubbed complication: why postinfarction ventricular septal defect management lacks evidence-based guidance in 2026", was reviewed. The article presented a case study of a 73-year-old female patient with a history of type 2 diabetes, hypertension, cardiogenic shock, myocardial infarction, chest pain, shock, hyperdynamic left ventricle, significant left-to-right shunt, and moderate right ventricular dysfunction. A 20mm amplatzer septal occluder was selected for implant on an unknown date to treat a post-infarction ventricular septal defect (vsd). Initial positioning of the device was satisfactory, though a moderate residual shunt was observed. The patient's friable infarcted septum developed into a dissection-like extension. The patient's condition rapidly deteriorated within hours. Swan-ganz catheter measurements indicated an increasing pulmonary output and signified a worsening left-to-right shunt through the residual vsd. This required an escalation of vasopressor and inotropic support. The patient went into multi-organ failure and passed away on postprocedural day 2. "[The primary and corresponding author was pierre-emmanuel noly, cardiac surgery department and structural heart valve center, montreal heart institute, 5000 rue bélanger, montréal qc h1t 1c8, canada. E-mail: silviacoro89@gmail.com.]"

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
The article, "the snubbed complication: why postinfarction ventricular septal defect management lacks evidence-based guidance in 2026", was reviewed. The article presented a case study of a 73-year-old female patient with a history of type 2 diabetes, hypertension, cardiogenic shock, myocardial infarction, chest pain, shock, hyperdynamic left ventricle, significant left-to-right shunt, and moderate right ventricular dysfunction. A 20mm amplatzer septal occluder was selected for implant on an unknown date to treat a post-infarction ventricular septal defect (vsd). Initial positioning of the device was satisfactory, though a moderate residual shunt was observed. The patient's friable infarcted septum developed into a dissection-like extension. The patient's condition rapidly deteriorated within hours. Swan-ganz catheter measurements indicated an increasing pulmonary output and signified a worsening left-to-right shunt through the residual vsd. This required an escalation of vasopressor and inotropic support. The patient went into multi-organ failure and passed away on postprocedural day 2. "[The primary and corresponding author was pierre-emmanuel noly, cardiac surgery department and structural heart valve center, montreal heart institute, 5000 rue bélanger, montréal qc h1t 1c8, canada. E-mail: silviacoro89@gmail.com.]"

Manufacturer narrative:
In a research article, "why postinfarction ventricular septal defect management lacks evidence-based guidance in 2026, residual shunt," hypertension, vascular dissection, and death were reported. A more comprehensive assessment could not be performed as the event was non contemporaneously reported through a literature review and no device was received for analysis. Based on the information received, the cause of the reported residual shunt is likely related to the off-label use, however this cannot be determined. The reported off-label use is result of using a amplatzer septal occluder to treat a ventricle septal defect. The reported hypertension and vascular dissection are likely cascading effects from the event. An unexpected medical intervention was a result of case specific circumstances, as medication was administered. The patient¿s death was likely due to multi-organ failure. There is no indication of a product quality issue with respect to labeling, design, or manufacturing of the device. B3: event date was estimated.d4: the UDI number is not known as the part and lot number were not provided.